Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of clip unable to release from catheter. Imdrf device code captures the reportable event of the device stuck in scope and scope used in another patient. Block h11: the resolution 360 clip device was not returned; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, we are unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed, and there is no evidence that the device was improperly used per the instructions for use. There is no evidence that there is any issue with the translation, wording, or graphics of the instructions for use or labeling information. A risk review was completed and confirmed that the event of the clip being unable to release from the catheter and device stuck in scope and scope used in another patient were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported events of clip unable to release from catheter and device stuck in scope and scope used in another patient were not confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block h11: correction: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for closure during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp/close and lock onto tissue but would not release from the catheter. Upon removing the device, the clip was caught in the endoscope channel and remained stuck. Another of the same device was opened, and the same problem occurred. The procedure was completed with another of the same resolution 360 clip. There were no patient complications reported as a result of this event. Note: it was reported that this product problem was not recognized immediately; thus, the clip was transferred to the next patient during the next endoscopy. The device was reprocessed.

Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of clip unable to release from catheter. Imdrf device code captures the reportable event of the device stuck in scope and scope used in another patient.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for closure during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp/close and lock onto tissue but would not release from the catheter. Another of the same device was opened, and the same problem occurred. The procedure was completed with another of the same resolution 360 clip. There were no patient complications reported as a result of this event. Note: it was reported that this product problem was not recognized immediately; thus, the clip was transferred to the next patient during the next endoscopy. The device was reprocessed. The device was not returned.